Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. In addition, t: slim user guide indicates pump is to be used with individuals 12 years and greater, pt is (B)(6).

Event description:
The customer's pump was dropped and unexpectedly reset at 30%. There was no impact to the customer's blood glucose levels.